Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:are the broken pieces of the jaw being returned for analysis with the device: no information.

Event description:
It was reported that during a lap hysterectomy, the grasping force of the handle became higher than expected as the device was used to clamp and cut a vaginal wall. Then, the jaws were broken off when the device continued to be grasped. All broken pieces were retrieved. No pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.